Event description:
Primary nurse reported defective pump. She stated that the pump said the infusion of vancomycin was complete when it was not, and she had to run it again. Nurse changed out pump for the next infusion which was potassium phosphate.